Event description:
It was reported the patient received two trial leads with the same lot number. After the trial procedure the patient was non-responsive when they attempted to wake the patient. The patient was given more time, and slightly woke, but had difficulty speaking. It was reported the patient complained of tightness of chest and trouble breathing. The physician secured the trial leads and flipped the patient over , and she continued to be non-responsive. The vital signs were normal, but her blood pressure spiked during the case. An ambulance was called, and the patient was taken to the hospital for observation. Follow up on the patient status found the patient had a history of seizures and had not taken her medication that day. It was reported the patient was discharged and medically cleared. The patient continued with the trial stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.